Event description:
On 12/05/2013, it was reported that the pump emitted a loss of prime alarm. It was reported that the insulin cartridge was changed prior to the call; the pump had emitted a loss of prime alarm with the previously used insulin cartridge. The reporter was unable to troubleshoot at the time of the complaint. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.